Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 14-jun-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for failed back surgery syndrome and spinal pain. The patient reported that they felt a burning sensation at their spine around where the leads are implanted. The patient stated that they had fallen twice because their legs gave out. They indicated that the falls were not related to their device, however, they did have a couple of falls around the time the burning sensation issue began. Patient services reviewed considerations to decrease stimulation or turn off their therapy to see if it resolved the burning sensation. The patient stated that they turned off their stimulation, and the burning sensation went away. The patient was re-directed to follow-up with their healthcare provider. The patient mentioned that they were going to call their local manufacturing representative. No further complications were reported or anticipated.